Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, non-tortuous, unspecified left main to left anterior descending lesion. A 4.5x15mm nc trek balloon dilatation catheter was advanced to the lesion and inflated. Afterwards, it was noted that the balloon deflated only partially. A balance middle weight guide wire was used in an attempt to remove the balloon, but was unsuccessful. Then an [inductor] was used to successfully remove the partially inflated balloon. Another unspecified balloon was used to successfully complete the procedure with only one inflation at 20 atmospheres. Physician stated there was a clinically significant delay but no adverse patient effects occurred. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Concomitant medical products, device evaluated by MFR: device status changed from returning to not returned.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Event changed from adverse event to product problem. Type of reportable event: type of reportable event changed from serious injury to malfunction.

Event description:
It was reported that the procedure was to treat a heavily calcified, non-tortuous, unspecified left main to left anterior descending lesion. A 4.5x15mm nc trek balloon dilatation catheter was advanced to the lesion and inflated. Afterwards, it was noted that the balloon deflated only partially. A balance middle weight guide wire was used in an attempt to remove the balloon, but was unsuccessful. Then an [inductor] was used to successfully remove the partially inflated balloon. Another unspecified balloon was used to successfully complete the procedure with only one inflation at 20 atmospheres. Physician stated there was a clinically significant delay but no adverse patient effects occurred. Subsequent to filing the initial report, the following additional information was received: only one inflation at 12 atmospheres was performed. The partially inflated balloon was pulled into the introducer sheath [inductor] and then simply removed successfully. No additional information was provided.